Event description:
Difficult deflation was encountered following the first dilatation during a percutaneous transluminal angioplasty of the left axillary artery via the right femoral approach. The balloon was pulled back into the subclavian artery and removed with the introducer sheath intact as a unit without difficulty. The procedure was successfully completed with this balloon and the pt's condition is good. This device was returned, evaluated and retained by this MFR. The engineering eval indicated the catheter shaft was elongated from approx 13 to 24 centimeters from the distal tip. Performance testing could not confirm a deflation issue. The balloon was inflated and deflated without incident. Directions for use state: "when dilatation has been completed, deflate the balloon by applying suction to the balloon lumen...the larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 20cc syringe is recommended...if resistance is felt when removing a guidewire through a catheter or if resistance is felt when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."